Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to manufacturer for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. The reported high power event was confirmed via review of the controller log files. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event including the temporary cessation of the patient's anticoagulation and anti-platelet medication, his possible inflammatory process at the time of the event and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately two months after the implantation, the patient developed lvad power consumption spikes. Laboratory values included an elevated plasma-free hgb, an elevated bnp, an elevated ldh and a decreased haptoglobin. An echocardiogram revealed a small echodensity within the lvad inflow cannula. This was described as having a shimmering appearance. The patient was treated with intravenous heparin and tirofiban. In addition, it appears that the patient's aspirin dose was increased from 100mg to 300mg and that his plavix 75mg was increased from once a day to twice a day. The vad coordinator reported that there was only partial resolution of the thrombus (as evidenced by a decrease in the lvad power consumption and by better off-loading of the ventricle when viewed via echocardiogram). The treating physician then opted to treat the patient with intravenous tenectaplase. The lvad parameters normalized with this treatment and the patient was discharged home. According to the vad coordinator, cause of the thrombus was multi-factorial and included the patient's recent bleeding event, temporary cessation of the patient's anticoagulation and aspirin and his elevated inflammatory markers (without signs of infection).